Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they have been in diabetic comas two times. The customer states their blood glucose level had dropped to 13mg/dl. The customer states there was a 911 call of their lows. The customer's blood glucose level at the time of emergency call was 16mg/dl. The customer states her husband could not wake her, and that's when he called the paramedics. The customer states that after five days, they were released into around the clock home health care. No further information or assistance provided.